Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ee3p, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a surging sensation. The patient noted that last friday she could feel stim when going through a department store security gate. The patient wasn't sure if it was from the security device or from positional movement, because she feels stim off and on. The stim wasn't painful, she could just feel it. If additional information is received, a follow up report will be sent.